Event description:
The physician was performing an "ercp" with papilotomy. It was reported that during the procedure the cutting wire detached leaving a portion of the wire inside of the pt. The detached portion was immediately retrieved using biopsy forceps. The pt was reported to be in satisfactory condition.